Manufacturer narrative:
Initial reporter phone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, feeling unwell, fatigue, low oxygen saturation, pallor and cloudy fluid. Oxygen was administered to the patient. The patient was taken to the hospital via ambulance and was hospitalized. At the time of this report, the patient has recovered from the event and action taken with pd therapy was not reported. No additional information is available.